Event description:
It was reported that during a device interrogation, the programmer "locked up" then displayed an error message. The power was recycled, the error cleared and the programmer functioned "fine" and the case was completed with no further issues. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.